Event description:
Patient's representative reported "the device corners and edges have become palpable" and a mammogram showed rupture. Patient's representative further reported that "patient has experienced pain and a foreign object feeling immediately after the implant surgery". Patient has also experienced "imbalance, dizziness, drowsiness, difficulty concentrating, memory loss, severe sleep disturbances, fatigue and depression, tingling sensation and pain in the hands (stiff fingers), joint ache, racing heart, night sweats, restlessness, panic attacks, noises / cracking of the joints when moving, visual impairment, burning eyes, sensitivity to light, hair loss, weight gain and fluid retention" which have been deemed not related to the device. Right side. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, red particle in the shell, wear abrasion and missing . A microscopic analysis was performed which identify a sharp opening in the posterior and opening striated in the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a broken sharp in the posterior side assessed as unidentified (tear) broken. A striated opening in the anterior and radius side assessed as surgical damage. Missing piece of the shell assessed inconclusive. Additional, changed, and/or corrected data.

Event description:
Patient's representative reported that "patient has experienced pain and a foreign object feeling immediately after the implant surgery". Patient has also experienced "imbalance, dizziness, drowsiness, difficulty concentrating, memory loss, severe sleep disturbances, fatigue and depression, tingling sensation and pain in the hands (stiff fingers), joint ache, racing heart, night sweats, restlessness, panic attacks, noises / cracking of the joints when moving, visual impairment, burning eyes, sensitivity to light, hair loss, weight gain and fluid retention". Also stated "the device corners and edges have become palpable". A mammogram showed rupture. Right side. The device has been explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's representative reported "the device corners and edges have become palpable" and a mammogram showed rupture. Patient's representative further reported that "patient has experienced pain and a foreign object feeling immediately after the implant surgery". Patient has also experienced "imbalance, dizziness, drowsiness, difficulty concentrating, memory loss, severe sleep disturbances, fatigue and depression, tingling sensation and pain in the hands (stiff fingers), joint ache, racing heart, night sweats, restlessness, panic attacks, noises / cracking of the joints when moving, visual impairment, burning eyes, sensitivity to light, hair loss, weight gain and fluid retention" which have been deemed not related to the device. Right side. The device has been explanted.